Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy, which, resulted in this implantable cardioverter defibrillator (ICD) recording a shock lead open message. Technical services (ts) discussed the potential that not all of the programmed 41 joule energy was delivered as review of stored device data noted that anti-tachycardia pacing (atp) delivery during the stored therapy episode was ineffective at slowing the patient's rate and the delivered shock therapy only somewhat slowed the rate. Ts recommended lead replacement. A lead revision procedure was scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An alert was received in the remote home monitoring system due to high out of range shock impedance measurements being detected during delivery of shock therapy, which, resulted in this implantable cardioverter defibrillator (ICD) recording a shock lead open message. Technical services (ts) discussed the potential that not all of the programmed 41 joule energy was delivered as review of stored device data noted that anti-tachycardia pacing (atp) delivery during the stored therapy episode was ineffective at slowing the patient's rate and the delivered shock therapy only somewhat slowed the rate. Ts recommended lead replacement. A lead revision procedure was scheduled for an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device will not be returned.